Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that erosion of this device had occurred. A revision procedure was performed and the device was repositioned sub-muscular. At the end of the procedure, oversensing and loss of capture was observed on the left ventricular (lv) channel. The pocket was re-opened and testing of the associated lv lead was performed. It was determined that the lv lead was non-functional and it was removed from service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.